Manufacturer narrative:
The customer has returned the device to our us facility on april 26, 2024. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, when removing the instrument from the patient's bladder, it was noted that the grey-ish plastic piece was missing from the instrument tip. Required 10 extra minutes of or time for the surgeon to retrieve the piece. No injury to the patient.

Manufacturer narrative:
Per investigation by the manufacturing site: based on the damage, the breakage of the ceramic beak is most likely due to the inner shaft being pulled out of the outer shaft at an angle. When the inner shaft is pulled out of the outer shaft at an angle, it pushes the ceramic against the outer shaft, which can cause it to break. The instructions for use also state that the ceramic beak should be checked for damage before use. In addition, the article was produced in january 2014, so it can be assumed that a corresponding number of uses have been made of it. This event is filed under internal complaint ID (B)(4).